Event description:
The customer reported that the system had a loss of live images with blank monitors. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board and the image processor board were replaced. The contrast and brightness were adjusted during the service call. The system was tested and found to be working as intended and put back into service.